Manufacturer narrative:
Received new information: september 20, 2017.

Event description:
On (B)(4) 2017, the key market reported that the manufacturer's field service engineer (fse) observed the blower was not running during servicing on the unit on (B)(4) 2016. There was no patient involvement.